Manufacturer narrative:
Investigation describes the workflow as: user loads a reference image (digitally reconstructed radiograph) or a portal image saved as a reference image for conditioning. Note: for conditioning, the user will scale the image by verifying the pixel spacing and magnification factor, and assure that the reference image isocenter is centered to the electronic gradicule. User would make changes to scaling info of the reference image using the image center calibration (icc) tool to match center of reference image to electronic gradicule. Save this as a reference image. User acquires a portal image then load reference image and associates the two images. User will click on reference image, select the "draw curves" tool to outline landmarks to compare with portal image. The image will refresh and center of the reference image will shift. Note: this issue will only occur if the original reference image is not centered to the electronic gradicule and the user selects the icc tool to center the reference image. Risk analysis has been completed and has determined that a customer safety advisory letter to be sent to all customers with coherence therapist version 2.1 workstation is a mitigation for this issue until a software fix has been implemented.

Event description:
In the abundance of caution, this issue is being reported: systems involved: coherence therapist workspace (rtt version 2.1). If the reference image has been calibrated for centering, when the reference image is used for patient positioning, the image will shift when the positioning tools are used. Potential for mistreatment if the image is shifted so that the image isocenter does not correspond to the machine isocenter.